Event description:
It was reported that an ilet user sought education and retraining after experiencing hyperglycemia during cancer treatments, including a reported glucose of 256 mg/dl midday despite announcing meals; the pump reportedly corrected back to range, and the user at times pauses or disconnects the pump for extended testing periods and is currently disconnected due to poor infusion set adhesion. Symptoms included fatigue and lethargy associated with the elevated glucose. Outcomes included self-correction by the system without hospitalization. Investigation included review of device use and troubleshooting education with transfer to the clinical support line. Investigation of this case revealed no device malfunction observed in report review and highlighted potential contribution from pump disconnection and infusion set adhesion issues. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.